Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys probnp ii stat immunoassay (probnp ii stat) on a cobas e 411 immunoassay analyzer. The initial result was < 10 pg/ml. The repeat result was 4126 pg/ml. The initial result was not reported outside of the laboratory. The repeat result was believed to be correct as it matched the expected status of the patient. The probnp ii stat reagent lot number was 60017301 with an expiration date of jun-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service representative (fsr) performed preventive maintenance, replaced the measuring cell, and adjusted the sampling position. Calibration, qc, and precision tests were all within specifications. Calibration was last performed on (B)(6)2022 and was acceptable. Qc prior to the event was acceptable. A reagent issue is not suspected. The customer did not use a rack adapter for the 13 mm sample tube. Product labeling states: "not using a 13 mm sample disk tube adapter (sdta) with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." The customer also used a centrifugation time of 7 minutes with a speed of 2800 relative centrifugal force (rcf). Based on the type of sample tube used, the recommended centrifugation speed is 10 minutes at = 1300 rcf. No issues were identified during a review of the alarm trace data. Based on the information provided, a general reagent issue can be excluded. The specific root cause could not be determined. The investigation determined the event was consistent with a pre-analytical handling issue (centrifugation conditions and not using rack adapters) at the customer site.